Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol composix ex (device #1) used to treat the patient. The patient's attorney did allege surgical intervention; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix ex (device #1). An additional emdr was submitted to represent the bard/davol ventralex hernia patch (device #2). Not returned.

Event description:
Attorney alleges per short form that the patient underwent surgery for implant of an unspecified bard/davol composix e/x (device #1) and/or an unspecified bard/davol ventralex hernia patch (device #2) on (B)(6) 2008 or (B)(6) 2011. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol composix e/x (device #1) and the ventralex hernia patch (device #2). As reported, the attorney alleges patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges per short form that the patient underwent surgery for implant of an unspecified bard/davol composix e/x (device #1) and/or an unspecified bard/davol ventralex hernia patch (device #2) on (B)(6) 2008 or (B)(6) 2011. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol composix e/x (device #1) and the ventralex hernia patch (device #2). As reported, the attorney alleges patient experienced emotional distress and the device was defective. Addendum per legal claim: attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex on (B)(6) 2008, composix e/x on (B)(6) 2011 and ventralight st on (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against all devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol composix ex (device #1) used to treat the patient. The patient's attorney did allege surgical intervention; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: h.11: this is an addendum to the initial emdr submitted. This supplemental emdr has been submitted to report the implant date provided in the amended legal claim. No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This supplemental emdr represents the bard/davol composix mesh e/x (device #1). An additional supplemental emdr was submitted to represent the bard/davol mesh ¿ ventralex (device #2) and the emdr was submitted to represent the bard/davol ventralight st mesh (device #3). Should additional information be provided, a supplemental emdr will be submitted note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges per short form that the patient underwent surgery for implant of an unspecified bard/davol composix e/x (device #1) and/or an unspecified bard/davol ventralex hernia patch (device #2) on (B)(6) 2008 or (B)(6) 2011. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol composix e/x (device #1) and the ventralex hernia patch (device #2). As reported, the attorney alleges patient experienced emotional distress and the device was defective. Addendum per legal claim: attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex on (B)(6) 2008, composix e/x on (B)(6) 2011 and ventralight st on (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against all devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per second amended claim: attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex on (B)(6) 2008, composix e/x on (B)(6) 2011 and ventralight st on (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against all devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient". Attorney alleged that the patient passed away on (B)(6) 2022 due to defendants¿ negligence, defective product, defective design, failure to warn, and/or other wrongful act(s). It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol composix ex (device #1) used to treat the patient. The patient's attorney did allege surgical intervention; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: the supplemental emdr has been submitted to report the implant date provided in the amended legal claim. No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h.11: this supplemental emdr is being submitted to report the allegation of patient death. No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including death. No medical records, autopsy report, or death certificate have been provided. Updated fields: b2 (outcomes attributed to adv ev, date of death), b3 (date of event), b4, b5 g3, g6, h2, h6, h10, h11. Corrected field: h1 (type of reportable event). This supplemental emdr represents the bard/davol composix mesh e/x (device #1). An additional supplemental emdr's were submitted to represent the bard/davol mesh ¿ ventralex (device #2) and bard/davol ventralight st mesh (device #3). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.